Event description:
It was reported that an unknown anomaly occurred related to this left ventricular (lv) lead. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported.